Manufacturer narrative:
(B)(4). Batch # unk. Day unknown. Only month (june) and year (2018) are known. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was there any patient consequence? How was the procedure completed? What firing range was the device set when the device was fired?

Event description:
It was reported that problem occurred during the procedure when stapler cut the tissue instead of stapling. No clamps were found.

Manufacturer narrative:
(B)(4). Batch # p5564g. Device evaluation: the analysis results found that the cdh29a device arrived with no apparent damage. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The event described could not be confirmed as the device performed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.